Event description:
Ous MDR - it was reported that about 31 months after implantation, during a follow-up, battery depletion was observed. The device was explanted and replaced.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, detected on (B)(6) 2018, and seven charge processes had been documented. The charge drawn from the battery was checked. It turned out that there was an inconsistency between the removed charge and the measured battery voltage. The current uptake of the ICD was then checked, which proved to be normal and as expected. In a next step, the ICD was opened, and the internal structure was examined. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured directly and confirmed a discharged battery. The electronic module was then connected to an external voltage source and underwent an electrical function test. The current uptake of the electronic module was studied and continued to be inconspicuous. The modules capability to provide therapy was then tested. The module was completely capable to provide therapy. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer for an extensive analysis. First, a microcalorimetric measurement of the battery was performed. This showed no anomalies in the heat tone that might indicate an internal self-discharge. In a next step, the battery was opened, and the individual components were examined. They were as expected according to the charge state of the battery. No indications of a battery defect were found. In summary, the analysis of the ICD confirmed a premature battery depletion. But despite an extensive analysis of the ICD and the built-in battery, no defect could be detected. It is therefore not possible to make a statement regarding the cause of the premature battery depletion.